Event description:
It was reported via repair work order that the cot would be unstable if used due to a caster horn broken off at the weld of the outer base tube weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.